Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the device required replacement of the power switch and calibrations of the pressure transducers. Calibrations were performed and all passed to specifications. The fsr returned the device back to the customer operating to manufacturer specifications.

Event description:
The customer reported that while their vela ventilator was in use with a patient, the volumes were not returning to the ventilator. The patient was placed on a different ventilator with no patient harm or injury.